Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The device evaluation found that the nozzle had foreign objects. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being sent back to olympus for repair. There was no delay in the start of pre-cleaning, the customer flushed the air / water nozzle with water and air, and there were no abnormalities in the accessories used for reprocessing. The customer wiped / brushed the air / water nozzle with clean lint-free clothes / brushes / sponges, the air / water nozzle was flushed with the detergent solution, and it was not specified if there were any concerns about reprocessing. Additional findings include the following: the play of the up / down knob was out of the standard value due to wear of the angle wire, the indication on the scope connector was peeled, the connecting tube had a dent, the control unit had discoloration, the adhesive on the bending section cover had a chip, and an abnormal sound is made due to damage to the up / down knob. The following had a scratch: the plastic distal end cover, scope connector, the protector of the universal cord on the scope connector side, universal cord, grip, scope cover, switch box, control unit, right / left knob, forceps elevator lever / knob, up / down knob, switch 1, and the connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material remaining was unable to be specified, therefore a root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿. - inspection of the endoscope: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had an angle down. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.